Event description:
Physician requested interrogation due to suspectea abnormal junction. Device appears to be intermittently undersensing on atrial lead while in arrhythmia. Current rhythm is in progress, undersensing is not terminating the treated at/af episode. Mot rep notified. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).